Event description:
It was reported that sterile pockets of fluid developed over the implanted plates and screws. When the physician re-operated, they found that the screws had mostly been reabsorbed, but that the plates were almost totally intact.